Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the base frame on this chair has an issue where the seat post is welded to the frame. The weld is coming undone where the bolt goes through, no injury to the patient.